Event description:
It was reported that during implant the helix would not extend after multiple attempts at positioning. Once explanted the helix "popped out and would not retract." The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. The helix was distorted/bent and there was blood in/on the helix mechanism. The lead was returned with the helix fully extended and stretched. Torque transfers properly to the tip when the is-1 pin is rotated.